Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with intermittent capture at 2.75 volts. The ventricular lead was repositioned and threshold was at less than equal to 1 volt but in recovery non-captured beats were observed. The lead was explanted and replaced.